Event description:
While attempted to cardiovert a pt the device displayed a "defib pad short" message and failed to discharge. The clinician obtained another device and continued treating the pt using the same electrode pads. There was no adverse effect to the pt due to the reported malfunction.